Event description:
Our depuy spine sales rep was made aware of the postoperative anterior migration of a charite artificial disc sliding core. The device had been implanted in 2005. X-ray shows the core to be anterior to the vertebral body at this time. Both charite endplates are in place. The patient is currently asymptomatic and the surgeon has not taken action at this time. As this may likely result in the need for surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation and the lot numbers are unknown. Surgeon has provided little information about the case. No definitive conclusions can be made at this time and no connection can be made between the event and any shortcomings of the device or information with the device.